Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone of the jaws broke off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25141645, 25141328, and 25141282 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone of the jaws broke off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.